Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. The patient had not charged the ipg in months. As a result, the ipg was explanted and replaced on (B)(6) 2018. Therapy resumed post procedure.